Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of the procedure during an activation test, a spark emitted from the cord. A new device was used to continue the procedure . There was no patient harm. Following the procedure the device was checked and a crack was found on the cord. The reusable device has only been used 10 times and never received any physical impact.

Manufacturer narrative:
One used e2100 was received. Evaluation of the returned sample could not confirm the reported issue with electrical leakage, but did confirm damaged insulation. Visual inspection found a small slit in the court insulation with no visible metal. Testing of the device found that it passed hipot testing, indicating that there was no electrical leakage. The device was also activated, and no sparking occurred. The investigation identified the probable root cause of the damaged insulation to be from misuse. If information is provided in the future, a supplemental report will be issued.